Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit power up properly after battery installation. No blank display or audio/beep/vibrate anomaly noted. Unit was received with normal operating currents and passed self-test, unexpected restart error test and displacement test. No unexpected off no power, watchdog timeout, reset alarm, low battery, battery out limit, failed battery test alarms or reset alarm during testing. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube and stained address/serial number label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received unspecified alarm, beep/vibrate anomaly and blank display. The customer¿s blood glucose level was 168 mg/dl. The customer states that her pump said unspecified alarm this evening, pump was reset. The customer stated this evening took the pump off before going into the shower and got lost sensor so customer did reconnect sensor. When customer got out the shower the pump was blank, and customer pump started alarming an unspecified alarm, stopped alarming and was blank and they changed the battery and now the pump is with a constant alarms. The customer was assisted with troubleshoot. The customer states that they were unable to complete unspecified alarm this troubleshoot and pump need to replace because of blank display. Customer states battery compartment is neither damaged nor corroded. Customer states the spring is neither damaged nor corroded. Customer states display pump came on and went blank again the insulin pump will be returned for analysis.